Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the probe wash rinse block was leaking. The fse replaced the probe wash block assembly to repair the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported blood leaked on the caps and inside the unicel dxh 800 coulter cellular analysis system. The volume of the leak is unknown. The leak was not contained within the instrument. The customer was wearing personal protection equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.